Manufacturer narrative:
The customer will receive a replacement transformer. The product involved in the complaint was not returned for eval/investigation at this time; therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product are ongoing. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional info or the original product be received, resulting in new, changed or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the transformer housing for her pump in style advanced breast pump backpack was damaged. The housing completely fell apart and all wires became exposed. There is a breach present, which is a safety risk.